Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the electrode pads were removed, the pt was shaved again and new electrode pads were applied without success. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report number: 1220908-2014-00778 for the second device in the pt event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.